Event description:
In this event it is reported that two reciproc files 6x files broke during use. The broken parts could not be retrieved. Treatment was not completed and further treatment is required. Patient to see endo specialist for further treatment.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Three reciproc files r25 8/100 25mm 025 were returned in loose. One file is broken at the tip of the active part (torque), a second file is broken in the active part (uncertain conditions). No material defect was found during analysis of the rupture pattern. Third file is not broken, not damaged. No unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1864642). Root causes are not identified. We will track this kind of event and monitor the trend. Root causes are not identified. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.